Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine¿s blood pump rotor guide pin cover came loose and damaged the blood pump tubing segment during a patient¿s hd treatment. Follow up with the bmt revealed that the machine was returned to service after he replaced the blood pump rotor. No sample is available. During follow up with the clinic manager (cm), she said that the blood pump rotor guide pin punctured the blood line tubing resulting in blood loss. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with an arterial pressure alarm. Fresenius bloodlines were not in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine¿s blood pump rotor guide pin cover came loose and damaged the blood pump tubing segment during a patient¿s hd treatment. Follow up with the bmt revealed that the machine was returned to service after he replaced the blood pump rotor. No sample is available. During follow up with the clinic manager (cm), she said that the blood pump rotor guide pin punctured the blood line tubing resulting in blood loss. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with an arterial pressure alarm. Fresenius bloodlines were not in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies.